Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of pain and visibility/palpability are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and visibility/palpability.

Event description:
A healthcare professional reported a patient experienced the events of right side ¿pain¿ and ¿pocket asymmetry¿. Device has been explanted.